Event description:
It was reported that an acculift tl cage migrated post-operatively. The patient has undergone revision surgery for replacement of the cage.

Manufacturer narrative:
Additional information was provided on 18 june 2019 indicating that revision surgery has occurred. It was confirmed that a cage migrated post-operatively. The implant was still expanded upon revision; initial expansion height is unknown. X-rays/CT images, medical records, from the initial and the revision surgery are not available. Information regarding the patient such as height, weight, pathologies, smoker, if the patient experience a fall/trauma, if fusion was achieved, and the activity level of the patient could be provided. All these factors may have contributed to the cage migration post-op. The surgical technique (stg) indicates: "early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain." ''Based on the fatigue testing results, the physician/surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device.'' Hospital did not return device.

Event description:
It was reported that cage has migrated posteriorly post-operatively. The patient will undergo revision surgery for replacement of the cage.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event was confirmed via x-ray by doctor and correspondence. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Manufacturing records were not reviewed as the lot is unknown. Conclusion: no further investigation can be performed at this time based on the information provided. X-rays/CT images, medical records, patient demographics, activity level of the patient, if the patient experience a fall/trauma, and if the fusion was achieved, could not be provided to determine factors which may have contributed to cage migration post-op. If more information becomes available this complaint will be reopened.

Event description:
It was reported that cage has migrated posteriorly post-operatively. The patient will undergo revision surgery for replacement of the cage.